Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) was not working and the therapy had not help her for the last year. She has been leaking. It was indicated that she had surgery in (B)(6) 2016 for her bladder and had mesh and they turned therapy off. She turned therapy back on the day of this call and it was strong. She was feeling stimulation while therapy was on. She was on program 2 at 2v. She decreased stimulation to 1.3 and stimulation was comfortable. It was noted that troubleshooting resolved the reported issue. Two weeks later, patient further reported that she has had a lot of bladder problems recently including an implanted mesh and reconstruction surgery about 6 weeks ago. She was instructed to turn stimulation off. She had turned stim on again a couple days ago but now she can¿t empty completely and has to self-cath. It was also reported that the interstim was not working prior to her surgery. She had leakage but she was not leaking so much right now and can¿t completely empty. Patient stated she was supposed to begin a pain pump trial and she wanted to know if there was any concern for interaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.